Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower, drawers failed to open to retrieve the medications. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were failed to open to retrieve the medications. The technical support specialist connected to the station and confirmed that all drawers were populating. The tss instructed the user to issue two different items from two different drawers for two different patients. Both drawers opened successfully, and the transactions were completed without any issues. No problems were observed. The system functioned as intended after the technical support specialist resolved the issue.